Event description:
Patient has experienced elevated blood glucose of approximately 400 mg/dl over the past few days. No error messages were received on the infusion device. Patient reported the down button on the infusion device does not function and the basal delivery of the infusion device is inaccurate. The infusion device was replaced and requested for evaluation. Patient switched to his backup infusion device. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.